Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged experienced a false positive. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer (fse) was dispatched and upgraded the software to v6.40. The fse also replaced the hd and configures the sesc. The instrument deemed functional and handed over to the customers. This is a confirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2021. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was software issue. CAPA#2660061 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged experienced a false positive. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive.